Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicators. There were no allegations of device malfunction at the time of explant. During analysis it was identified that this device did not meet expected longeviety.